Event description:
Customer reported that pump battery was depleting too fast, but it did not lead to a pump shutdown. There was no adverse impact to customer¿s blood glucose level. Technical support confirmed battery depletion from pump history and arranged to replace pump. Customer was instructed on storage mode procedure and agreed to return problematic pump with a pre-paid label.